Event description:
It was reported that the surgeon placed the interceed across the (l) cul-de-sac and bladder flap. The surgeon stated the pt developed a rash across her entire body and experienced severe itching one day post-op. Surgeon reported pt is still suffering from rash and itching after completing medrol dose pack and other medications.